Manufacturer narrative:
Patient city: (B)(6). Patient country: denmark since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in denmark it was reported that, the patient inserted the cannula in wrong angle that led to damage to the cannula and therefore causing cannula bent. On (B)(6) 2024. No further information available.